Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when the pulse generator was tested after lead repositioning, oversensing was observed. Normal function was observed with device replacement.